Event description:
Primary registered nurse (rn) placed nasogastric (ng) tube. The ng tube would not work when connected to suction. Primary rn called charge nurse (cn), and cn inspected tube. Manufacture malfunction to tube at the base of the fluid reflux tube. Cn asked patient if we could place another tube and patient did not want another tube placed. Cn explained situation and patient still did not want another tube placed. Cn cut tube proximal to malfunction to obtain patent suction. The ng tube had a hole at the base of the backflow valve. This did not allow suction due to it being an open and not closed system. To quickly provide pain relief by decompressing the stomach, it was determined to cut the tube proximal to the manufacture defect to create a closed suction system. The partial tube (distal end) is at the cn station in a biohazard bag. This portion of the tube has the defect. As a side note, the ng tube was replaced about 45 minutes later to a new tube and there were no issues with the new ng tube.